Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with the adc device due to bumping against something. As a result, customer required third-party intervention by father who obtained a blood glucose reading of 56 mg/dl and provided sugar as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported via webform a sensor detachment with the adc device due to bumping against something. As a result, customer required third-party intervention by father who obtained a blood glucose reading of 56 mg/dl and provided sugar as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The serial number customer provided at the time of the call ((B)(6)) was deemed invalid at the time the extended investigation was performed. Therefore d4 has been updated to unk.  Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.